Event description:
It was reported by service report that the foot casters would not roll or pivot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken caster post.